Event description:
It was reported to boston scientific corporation that a sensation snare was intended to be used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026. Prior to the procedure, upon removal from packaging the snare loop broke. The procedure was completed with an alternative device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code (a0401) captures the reportable event of (loop break).